Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported continuous upstream occlusion alarm has not yet been possible. Mmmdg will update this report with new information as it becomes available.

Event description:
Customer stated: "continuous up stream occlusion alarm. All trouble-shooting completed." (B)(4).